Event description:
It was discovered in a review of codman maude adverse event report number 1226348-2013-32500 that a strata ii valve was revised on (B)(6) 2013 and replaced with a codman hakim inline programmable valve.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.